Manufacturer narrative:
(B)(4). D10: cat: 802403202 lot: 3009773 constrained head 12/14 taper 32 mm diameter +0 mm neck length g2: foreign ¿ australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately four years post-implantation, the patient underwent a left hip revision due to dislocation. The head and liner were revised. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h4; h6. Visual examination of the provided pictures identified explanted implants, bio debris present. The liner is warped from explant. This cannot be used to confirm the reported event. Device not returned, further analysis cannot be made. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. Complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.